Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) upon analysis it was reported that there were no anomalies found, and there was blood in/on the helix/lobe mechanism and sleeve head.

Event description:
It was reported that during the implant procedure the 11 fr sheath was kinked and the lead helix would not deploy. The lead was not implanted. No patient complications were reported as a result of this event.